Manufacturer narrative:
Information contained in this record was previously submitted thru 410 psr on 22/jan/2019. The reason for reoperation: rupture device analysis results: analysis of the returned device identified: underweight, red particles and opening on posterior. A visual and microscopic analysis was performed which identified opening sharp, stress marks and crease fold. Base on the device analysis the final assessment is: a sharp opening on posterior due to an surgical impact opening. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reports rupture on the right side. The device has been explanted and replaced.